Event description:
Customer reported ongoing and intermittent past high blood glucose (bg) events (specific bg values were not provided), the cause of which remained unknown. The situation led to a visit to the emergency room and subsequent hospitalization on multiple occasions, but no specific dates were provided. Treatment involved intravenous fluids of saline and insulin, which successfully resolved the issue, and no further assistance was required as no permanent damage was identified. Customer declined further troubleshooting with tandem technical support, therefor no additional information was able to be obtained.